Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis removed due to fluid loss and deflation issues as the pump would not refill after a pump reset was tried. The patient also experienced discomfort as he had not inflated the device due to fluid loss. No further patient complications were reported.

Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis removed due to fluid loss and deflation issues as the pump would not refill after a pump reset was tried. The patient also experienced discomfort as he had not inflated the device due to fluid loss. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.